Event description:
It was reported that the patient presented in clinic for follow up. The patient's right ventricular lead was exhibiting high capture thresholds and high defibrillation impedance. The lead was capped and replaced on (B)(6) 2021. The patient was stable.